Manufacturer narrative:
Investigation: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). It is unknown if a sample is available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that it was difficult to start a line with a 24g x 0.75in (0.7 x 19 mm) bd insyte ¿ IV winged catheter and that a piece of plastic remained under the skin of the patient. It is unclear what the difficulty was (dull needle, breakage, loose, etc.) But there was no report of injury or medical interventions.